Event description:
It was reported that the cause of death has been identified to be due to acute respiratory arrest due to pulmonary embolism. No other relevant information has been received to date.

Event description:
It was reported that the patient experienced an increase in seizure frequency, not above vns baseline, due to chronic health problems not related to the vns. It was reported that the physician's assessment was that the patient was diagnosed with post concussion syndrome from an unrelated fall and was doing well with vns. Reported the increased seizures were not related to vns and never above pre-vns baseline. The patient's mother reported the patient was hospitalized due to vns, and the patient's physician reported the patient was hospitalized due to the concussion and lithium toxicity due to a medication taken for a psychiatric disorder. It was reported that the patient went into "status", referring likely to status epilepticus, and passed away. The physician reported that the patient's death was not related to vns and that the patient passed away due to sudep. It was reported that the suspect product was discarded; therefore, return is not expected to date. No further relevant information has been received to date.